Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H6: imdrf annex code b17, c20 are applicable for this product medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set-up, the nim system had an error code message "patient interface fault detected. Attempting to resolve. If problem persists, contact support." There was no patient impact, the electrodes were already inserted before determining that the machine was not working. The machine was turned on and off again, electrodes were checked again for proper positioning and the cords were unplugged and plugged in again. The user then switched to an older model medtronic nim for the case. There was no patient impact.